Event description:
It was reported that the user¿s dexcom g7 glucose data temporarily did not display on the ilet and ilet app, after which glucose readings reappeared without error notifications; the event was consistent with a brief signal loss between the cgm and the ilet system, and blood glucose at the time was 173 mg/dl. Symptoms included no reported adverse effects. Outcomes included no medical intervention, no alerts or alarms from the ilet, and no hospitalization. Investigation of this case revealed a transient communication interruption with subsequent automatic reconnection, with no device malfunction or component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was intermittent wireless communication loss.